Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked downstream occlusion (dso) seal. The dso seal, optic switch, and printed wire assembly foam keypad were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a "45639" alarm. No adverse health effects were reported.